Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported migration (partial clip movement) appears to be due to weak patient anatomy. The cause of the reported unchanged mr cannot be determined. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and a restricted and friable posterior leaflet. A mitraclip ntw (30218r1113) was implanted. However, after deployment, it was observed the clip partially detached from the posterior leaflet. To stabilize the clip, two additional clips were implanted. However, mr remained at a grade of 4. An ntw clip (30308r1080) was then inserted but was unable to grasp the leaflets. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported migration (partial clip movement) appears to be due to weak patient anatomy. The cause of the reported unchanged mitral regurgitation (mr) cannot be determined. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.